Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to a high out of range shock impedance measurement of greater than 125 ohms. The alarm limit was raised, and no further actions were taken. The ICD system is being closely monitored. No adverse patient effects were reported. This ICD system remains in service.